Event description:
Pt has been using insulin via syringe for years without problem. Spouse draws it up and has rarely had problems with needles or syringes. The plastic housing near the needle on bd insulin syringe 1ml 30 g with (B)(4) has been cracked on 5-6 per week (uses 21) from control number (B)(4). It prevents them from drawing up the insulin without an excess amount of bubbles. When the pt goes to inject, he cannot push the plunger to administer all that is drawn up. They have to see how much is left in the syringe and redraw that amount for administration of his full dose. This happens with both types of insulin he uses (glargine and regular). Dates of use: (B)(6): (B)(6) 2011 - (B)(6) 2012.